Event description:
Fx mini rail would not deflate subjecting pt to prolonged ischemia of right coronary artery and lad while it collateralized. Pt became hypotensive and bradycardic. Acls protocol began and pt was intubated and resuscitated. Trauma to proximal artery. Treated with 2 add'l stents.